Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test due to no button response. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump down arrow button does not work. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for keypad anomaly. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.